Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned, the device was discarded. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. There were no deviations found in relation to the complaint event reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; if explanted: give date: not applicable as lens was removed/replaced within the initial procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens dropped in patients eye while being inserted. Sutures were required when lens was removed and replaced. The same model and diopter lens was used for the replacement. Patient was reported fine post op. No further information was provided.